Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's proximal left anterior descending artery. Upon the initial inflation attempt, the balloon burst at 8 atmospheres of pressure. The sds was successfully withdrawn from the pt without complication. A second coronary stent with delivery system was successfully advanced to the target lesion site, however, the balloon also burst at 8 atmospheres of pressure upon the initial inflation attempt. The sds was successfully withdrawn from the patient without complication. Subsequently, another MFR's stent was successfully placed at the target lesion site. There were no clinical sequelae reported relative to this event.